Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that on an ar-12990 knee scorpion top part fell off. This was discovered during a procedure. Additional information received 12/22/2021: the top jaw of the knee scorpion broke off inside the patient during a root repair procedure. Case was completed by removing broken fragments with a kingfisher and using another knee scorpion.